Event description:
The customer reported a ventilator won't go into standby mode during device set-up prior to patient use. The device was discovered being set up for clinical use when the issue was found. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer that the flow sensor may be out of specifications and this may not be allowing the unit to go into standby mode. The rse then advised the customer that they may need to replace the flow sensor assembly. Moreover, further information regarding the repair was requested from the customer. The customer reported that the device will remain out of service and parts will be ordered when the facility deems fit for their budget. The matter can be closed as the resident technician will be performing the repairs when the parts arrive.